Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a surgical procedure on oophorectomy on (B)(6) 2026 and suture was used for flank wound closure. The cat did not have a dressing or an elizabethan collar postoperatively. The cat was rechecked 24 hours after skin closure for wound dehiscence. The suture used for the subcutaneous suture had ruptured along its length; the initial and terminal suture knots were present. The suture material appeared white, tacky, and stretched, as if already partly absorbed, despite having been placed the previous day. The wound was re-sutured using another suture. No additional information was provided.